Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the electronic lot history record (elhr) for this product was not reviewed and a similar incident query was not performed because the lot number was not reported. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was mildly tortuous and mildly calcified. During the first inflation, the mini trek 2 x 12 mm balloon ruptured at 12 atmospheres. The device was removed and replaced with another mini trek to successfully complete the procedure. There was no resistance during advancement and the device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.